Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was causing repeated hardware failures. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was causing repeated hardware failures. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no fault on the smart remote manager. A field service engineer (fse) confirmed that the smart remote manager (srm) and hasp were functioning as intended. The issue was determined to be user error due to doors not being fully closed. The full system and electrical safety checks passed. The fse found that, due to the space available, the refrigerator and the nearby 4 door tower were positioned quite close together. When the refrigerator door was opened and the refrigerator shifted slightly, the barrel on the srm could rub against and wear on the adjacent 4 door tower panel. The fse applied some corrosion resistance to stop corrosion where there has been some wear of the surface/powder coating, provided customer education, and returned the device to service. The system functioned as intended after the field service engineer (fse) investigated the device.